Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. This is potentially reportable as there is an allegation against the delivery function of the pump. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06 oct 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: review of the black box data revealed the records from the data of the alleged issue had been overwritten due to continued use of the device by the user. The available records revealed the daily insulin delivery totals correctly reflected the user's programmed rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not confirm nor duplicate the complaint.